Manufacturer narrative:
During the investigation the field service engineer found an issue with the ultrasonic mixers. The engineer disassembled, cleaned, and swapped the ultrasonic mixers in their positions as well as replaced the reaction cell cuvettes. The engineer then performed precision checks which passed. The calibration and qc recovery information were found to be acceptable. Based on the available data, a general reagent issue could be excluded. The instrument alarm trace showed multiple alarms for abnormal sample aspiration. This is a possible indicator for poor sample quality at the customer site. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The customer replaced a lamp and cleaned cell detergent aspiration filters. The customer also found a kink in a cell detergent bottle line. The field service engineer determined a reagent probe was out of alignment and contacting the rinse station. The sample probe and heat cut filter were exchanged. Adjustments were performed for all probes, including vertical adjustments for reagent probes. Detergent tubing was replaced. A blank cell calibration was performed and passed. Precision studies were performed, but ast precision failed. Precision for all other tests passed. The customer ran calibration and controls; these passed.

Event description:
The reporter stated they initially found patient results accompanied by linearity flags on results for astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation on the cobas 8000 c 702 module. During this time, water bath exchange maintenance was performed. The customer ran calibration and controls on a new ast reagent pack, performed an air purge of the system, and cleaned the probes. Precision studies were then performed and the results did not look good. The customer then repeated patient samples that were run earlier in the day. They had two patient samples with discrepant ast results. The first sample initially resulted with an ast value of 8 u/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting with a value of 21 u/l. The repeat result was believed to be correct and a corrected report was issued. The second sample initially resulted with an ast value of 21 u/l and this value was not reported outside of the laboratory. The sample was repeated, resulting with a value of 42 u/l. The 42 u/l value was consistent with the patient's history. The ast reagent lot number was 47582201, with an expiration date of 31-jul-2021.